Event description:
New information received notes that the right atrium leadless pacemaker dislodgement was discovered via fluoroscopy. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right atrial (ra) leadless pacemaker (lp) was dislodged. The ralp was retrieved from the right atrium and it was not implanted on (B)(6) 2024. Further information regarding patient condition was requested but not received.

Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. The device was returned in one piece for analysis. The specification measurements, electrical and mechanical analysis, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.